Event description:
The account alleged, the bed runs down on its own unless the down limit is pressed in. If the account unplugs the down limit package bed does not run down. No injury reported.

Manufacturer narrative:
Technician recommended replacing the down limit assembly. No further information is available on the repair of the bed at this time.